Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. There was no dark or dim lighting noted during the function testing of the device. However, it was discovered that the output socket was corroded. Additionally, a non-olympus lamp was being utilized on the device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus evis exera iii xenon light source due to the light settings changing without cause during a coloscopy procedure. According to the initial reporter, the lamp would switch between a very sharp light and a low light on its own. The procedure was completed using a different device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It was reported that the light was very intense, than low. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿dry the endoscope connector before insertion. ·always use the examination lamp designated below. To order a new examination lamp, contact olympus. ¿ xenon lamp maj-1817¿ olympus will continue to monitor field performance for this device.

Event description:
The procedure was diagnostic.